Event description:
A customer reported to beckman coulter, inc. (Bec) an ongoing issue with unicel dxh 800 coulter cellular analysis system leaving bloody fluid on the stoppers of tubes. The operator was wearing ppe, and there was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is an exposure control or risk management plan in place at the facility. No death or injury is associated with this event and there was no change to patient treatment.

Manufacturer narrative:
Although the field service engineer (fse) was not able to duplicate the problem, the fse replaced the rinse block (wash collar) as a precaution. The fse arranged the rinse block tubing to provide more slack. The fse cycled 25 patient samples, latron, 6c, and retic controls. No fluid was present on any of patient or control tubes after repair. The fse validated the instrument and it is operating within published performance specifications. The root cause is a routing issue with the rinse block tubing. The customer acknowledged receipt of the related customer notification (recall report (B)(4)). (B)(4).